Manufacturer narrative:
The reference c16086 has been allocated to this case by rayner. The healthcare facility reports that the c-flex 570c iol became stuck in the injector and could not be released despite attempts made by the healthcare professional to free the lens. The rayner IFU states "anticipate an initial slight resistance. Excessive resistance could indicate a trapped lens. If excessive resistance is felt, fully retract the plunger and then advance until in contact with the lens again. If the lens causes a blockage in the injector system, discard the injector." Within the initial notification of the event to rayner, the healthcare professional/healthcare facility reported that the incident occurred twice during the surgery session of (B)(6) 2016. Please refer to MDR 96111165-2016-00035 for details of the second report. No test/laboratory data is available at this time as the device has not been returned to rayner. The distributor in communication with rayner suggested that the lens was available although had not yet reached their offices. The details of any product inspection performed will be provided in a follow-up MDR. The cause of the lens becoming stuck in the injector is not known by rayner. No causality assessment has been provided by the healthcare facility. Possible causes and/or contributory causes are; inadequate amount of viscoelastic used, inadequate quality of viscoelastic used, haptic trapped by plunger override due to fast motion, user being unable to insert viscoelastic and the user being unable to visualise the iol during the insertion process. Our review of production records for the c-flex 570c iol batch 032e34131 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (march 2012) was conducted in order to determine if any trends existed. This review concluded that one other incident, reported by the same healthcare professional/healthcare facility and occurring in the same surgery as the event subject to MDR 9611165-2016-00034, has been received against the c-flex 570c iol batch 032e34131.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during use of a c-flex 570c iol. The event description provided by the healthcare facility states "the lenses got stuck inside the injector and did not was released in the eye, not going forward, not going backwards".